Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. The verify screen was dim and discolored with missing vertical lines. The display screen was found to be misaligned under the display lens. The pump casing was opened to further investigate. The glue holding the display in place was found to have peeled off. Replacing the pump display with a test screen corrected the color/contrast variance and the missing line issues, indicating that there was a defect in the display connector wire.